Event description:
It was reported that during a follow up visit a device interrogation revealed that the left ventricular (lv) lead exhibited no capture. During the revision procedure, it was observed that the lv lead had dislodged. The attempt to remove the lv lead was unsuccessful. The lv lead was abandoned, capped, and replaced. No patient complications have been reported as a result of this event. This patient is a participant of the product (B)(6) clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lv lead exhibited no capture in all vectors. The patient is a participant in the cardiovascular group clinical study.